Event description:
The customer reported that they noticed air had filled the sample bag. The operator emptied the air from the sample bag, but some air remained. Per the customer, no donor was connected to the disposable set. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately of the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. No air was observed in the sample pouch, and the two white clamps on the access line were closed. The customer stated that the machine did not accept the disposable set since the pressure cannot be managed. Per the customer, the clamps were checked and the cassette was loaded properly. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable set was returned for investigation. No air was observed in sample pouch. The two white clamps on access line were closed. The clamps were flossed correctly in the tubing lines. There were no defective clamps, leaks or misassemblies noted with the set. Additionally, the set was run in the lab and no pressure alarms were reached. The procedure in the lab ran through to ac prime with no issues. A review of the lot for similar reports was carried out, none have been reported as being similar with the failure mode related to clamp on donor line being closed during air evacuation. This failure mode is applicable to software versions without air return mitigation (arm) software or with arm function turned off .root cause: a definitive root cause for the observed failure remains undetermined at this time. Possible root causes were provided in supplement #1 report for this event. Correction: the customer received re-training from terumo bct related to air in sample bag safety alert. This training was specific to the safety alert related to arm software. Although this incident was not on arm software, the training is applicable because it emphasized following instructions on the screen to check for air in sample bag.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf show the trima set was loaded and less than one minute into the disposable test, the ¿pressure test error: access decay failure¿ alert was generated. The alarm was cleared and subsequently the ¿pressure test error: failure to pressurize inlet ¿alert was generated.¿ these alarms occurred in sequence two more times before the operator pressed¿unload¿ from the alarm screen and ended the run. On version 5.21 of the software, after the kit is loaded onto the machine, removal of air from the kit during the bag evacuation substate requires that the donor access line clamp remain open for air to exit the needle and the clamp on the sample bag line be closed top revent air from entering. If this is not followed, an alarm will be generated. During air evacuation substate, there was no pressure detected or alarm generated. Upon completion,the operator is then instructed to close the clamp on the needle before disposable test is performed. Based on the complaint description, air was noticed in the sample bag after the test failure during disposable test. If the clamp on the sample bag was not occluding properly during the disposable test, it is possible that air could enter the sample bag. It is also possible that there was a small leak in the kit. The disposable kit was not returned for evaluation. It is suspected that the operator did not remove the air from the sample bag per the screen instructions when the alarm was generated. Investigation is in-process. A follow-up report will be provided.